Event description:
The hospital reported that, intermittently, the selected pt name that appears on the pc and procedure monitor spontaneously changes to a different pt name. There were no reports of injuries of complications.